Event description:
It was reported that the patient experienced a hypoglycemic event with blood glucose reported as low as 39 mg/dl followed by hyperglycemia reported up to 570 mg/dl while using the ilet system. The patient reported treating low glucose with oral carbohydrates and believed overcorrection contributed to subsequent hyperglycemia. The patient additionally identified a bent cannula, which contributed to interruption of insulin delivery and presentation to the emergency room. Fingerstick blood glucose during the low event was reportedly consistent with continuous glucose monitor readings. Investigation included review of user-reported information, which identified overcorrection of low glucose and infusion set cannula occlusion as contributing factors. It was concluded that the event was associated with infusion set hardware impairment and user-related therapy management factors, and no ilet device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.